Event description:
A routine hemodialysis treatment was discontinued without rinseback of the patient's blood due to clotting of the extracorporeal blood circuit. Approximately, one hour after discontinuing the dialysis treatment, patient complained of chest pain, hematuria, and increased blood pressure. Patient went to hospital emergency department. Patient hemoglobin had decreased to 10 from a value the week prior of 12. Patient was hospitalized for 24 hours for observation. A dialysis treatment could not be performed while in the hospital because the patient's venous access was infiltrated. Patient was discharged on (B)(6)2010. No specific medical intervention was reported.

Manufacturer narrative:
No problem found with returned cartridge. No evidence of device malfunction. Logfile analysis indicates high venous pressures at the start of the dialysis treatment. The blood pump was off for 11 minutes during the first 30 minutes of the treatment as a result of multiple high venous pressure alarms and decreasing effluent pressure alarms that were not resolved. The user's guide warns that the risk of clotting increases when blood flow is stopped and failure to respond to clotting may lead to hemolysis. The user's guide also instructs to discontinue treatment if alarms cannot be resolved promptly. Facility staff have provided additional training. Nxstage medical considers this report closed. No additional information will be provided.